Event description:
One device was returned for analysis. A damaged downstream occlusion (dso) sensor was found. There was no patient involvement reported.

Manufacturer narrative:
Received one device. The complaint was confirmed during the visual inspection. Additionally, a bubbled downstream occlusion sensor (dso) seal, and damaged downstream occlusion sensor (dso) were found. Seal and sensor replaced. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.